Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient notifier alerted that the atrial lead exhibited high impedance. The lead impedance then returned normal. No intervention was performed.